Event description:
During bony decompression of the uncus on the right, the tip of the 1mm punch broke off. The broken piece was retrieved and matched to the remaining punch. There were no further lost fragments.